Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump boluses did not lower the blood glucose and that he was hospitalized with diabetic ketoacidosis. The customer did not receive a no delivery alarm. The blood glucose reading at the time of admission was 394 mg/dl. The customer was treated with fluid magnesium, an insulin drip, and nausea medication. He was wearing the insulin pump at the time of the event, but had reverted to manual injections since then. The drive support cap appeared normal. The insulin was new and the insertion site was not sore or irritated. The cannula was straight when the infusion set was removed. The insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The no delivery alarm functioned properly. The insulin pump programmed with bolus deliveries with the test reservoir including the test infusion set inside the reservoir compartment and the liquid exited properly through the test infusion set noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
The pump passed the delivery accuracy test.